Event description:
The customer reported that the ventilator alarmed with over voltage protection circuit failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned cpu board, power management (pm) board, motor controller (mc) board, data acquisition (da) board and power cord shows that this failure was caused by a shorted (B)(4) (10uf/25v/ceramic) on the da board. Replacement of the shorted cap c77 on the da board corrected this reported failure. The cpu pcba was tested and no failures were identified. The power management board was tested and no failures were identified. The blower motor controller board was tested and no failures were identified. The customer returned ac power (date code: (B)(6) 2012) cord was tested with no functional faults found. There were cosmetic issues on the outer shielding.